Event description:
Reporter reported that she unlocked the brakes to position the bed for a patient transfer. Denise stated that the left foot caster moved downward. Rn, reported that the patient received a red mark on their left arm due to the bed moving downward. They applied ice to the patient's arm and the patient was ok. The hill-rom technician found that the left foot leg extension had separated from the baseframe, due to a broken weld. The baseframe was replaced to resolve the issue.